Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to use an mdi as a backup therapy. The customer was informed about the software version of the replacement pump and understood the instructions provided by technical support. These included how to initiate storage mode on the old pump, return it using a provided return box, and program their settings into the replacement pump. The customer acknowledged all instructions and arrangements for pump replacement.